Manufacturer narrative:
Concomitant medical products: 168852, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pace/sense lead had high impedance and high capture thresholds. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.